Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastric sleeve the knife cut all the way, but the last (B)(6) of the staples were not formed properly. A like device was used (with buttressing) to cut and staple around the bad staple line. There was no patient consequence.

Manufacturer narrative:
(B)(4). The analysis found that one psee60a device was returned in good visual condition and with one ecr60g cartridge reload present. The reload was received unfired. Upon evaluation, the device was noted to be nonfunctional. In order to verify the condition of the internal components, the device was disassembled. Upon removal of the shrouds, one switch was making intermittent contact preventing the device from firing. No further functional testing was performed due to the condition of the device. No conclusion could be reached as to what may have caused the switch malfunction. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.